Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 on the home choice (hc) and the home patient (hp) was connected. During troubleshooting, it was noted that hp had an open clamp on a line. The technical service representative (tsr) instructed the hp to cycle the power to clear the alarm and explained the alarm. The hp will discard the supplies and finish with manual supplies. The hp would call the registered nurse (rn) regarding the air detect alarm and being connected. There was patient involvement. No patient injury or medical intervention was reported.